Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an image noise, distortion. The issue occurred at unspecified procedure, which was completed using a same device. There were no reports of patient harm.